Manufacturer narrative:
Initial.

Event description:
It was reported that a patient using an ilet system with a libre 3 plus continuous glucose monitor (cgm) experienced a low glucose event, with the lowest cgm value reported as 53 mg/dl, after receiving low alerts overnight and not confirming with a blood glucose meter; the patient treated with oral carbohydrates, subsequently overtreated with a reported blood glucose of 267 mg/dl, and the pump delivered corrections that stabilized glucose. Symptoms included shakiness, headache, and dizziness consistent with hypoglycemia. Outcomes included transient hypoglycemia followed by hyperglycemia that resolved after automated correction. Investigation included a troubleshooting and education review covering hypoglycemia treatment and recognition of overtreatment. Investigation of this case revealed user-related overtreatment of hypoglycemia, with the device entering correction to address the rebound hyperglycemia and functioning as designed. It was concluded, based on previously established findings for similar reports, that the cause was user-related mismanagement of carbohydrate intake during a low glucose event.